Event description:
It was reported that non sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD) in a former electrocardiogram (ECG) strip in clinic but the patient's current session in clinic didn't show any electrocardiograms. No session records were saved on the programmer. The patient was to be brought back into clinic at a future date to obtain session records for analysis. No other information was available. There were no patient consequences.